Event description:
It was reported that during device replacement procedure, communication was lost after the device was implanted and pocket was closed. Attempts to establish communication failed after many tries. The device was explanted and replaced the same day of the implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported no communication was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench and high current drain was noted. The cause of the high current drain was due to an anomalous component on the hybrid.